Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0115 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the guide wire was removed from the seldinger, it got stuck. After removal the guide wire seemed rusty. No other information was provided.